Event description:
In 2005, patient was undergoing a meniscal repair and a revision of their acl reconstruction performed on 2001 by a different surgeon (patient had re-injured their acl). Upon attempting removal of the second implant (in femur), the tip of the driver broke off inside the implant. Surgeon attempted to use an easy-out device to remove the tip of the driver in the implant but this part also broke. Both pieces were left inside the implant. In 2005, the surgeon successfully removed the implant and pieces of the broken devices. Surgeon used a coring reamer to remove entire implant. Pt is currently in good condition. Surgeon acknowledged a noncannulated driver should have been used to remove the metallic implants.